Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a coronary diagnosis procedure and it was completed as planned without the cradle movement. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional analysis fse found that cradle movement was not possible because of the geometry module failure. Fse replaced the geometry module tilt kit and table clamp, belly bar to support the fixation. After replacement system was working fine. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module did not work. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.